Manufacturer narrative:
Other text: b3: date of event and d4:UDI section is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed "no disposable" while using the cassette. A backup pump was able to be used and was running without issue to continue the infusion. Hospitalization is unrelated to the product issue. The reported fault product occurred while in use with the patient. There was no patient clinical injury.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D4: catalog number, expiration date, g5, and h4 are unknown d3, g1, and g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
D3, g1, and g2 email is: (B)(4).